Manufacturer narrative:
(B)(4). G2. - foreign - france. Event date is unknown. Review of the most recent repair record determined the power issue could not be confirmed; however, the locking latches are separating from the housing which may be related. The device was scrapped. Review of the device history record identified no deviations or anomalies during manufacturing. Review of complaint history identified additional similar complaints for the reported item and no additional complaints for the reported part and lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a follow-up report will be filled accordingly.

Event description:
It was reported that the locking latches are separating from the battery housing. No patient involvement. Attempts have been made and no further information has been provided.